Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient needed an MRI of the brain "last night" and they were trying to turn the implanted neurostimulators off for the MRI. Caller stated that they were unable to communicate with the patient programmer with and without the antenna attached. Patient service specialist walked caller through resetting the programmer. Caller confirmed that the programmer battery was not recently replaced. Caller placed the programmer directly on the patient's skin and pressed the sync button. Caller tried to sync the programmer with the antenna and received poor communication. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller did not know the name of the doctor that authorized the device or when the device was implanted. Physician's listing sent and redirected to hcp to check ins. Caller will call back if further assistance is needed. Additional information was received from the patient representative. Caller stated they were still working on contacting healthcare provider (hcp) to get patient an appointment as previously noted. Caller said they wanted to check if patient's implant site was "normal" or if something had "moved around". Caller described something "probably 1/4 inch and 3/4 inch in length" that "protrudes" out from patients skin. Caller said it was "visible from a distance" and similar to a pill in shape. Patient services reviewed implant site. Caller confirmed that patient was not feeling any pain or discomfort at implant site. They were redirected to hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The caller had an MRI technician on the line with them and inquired about a head scan. Caller stated they confirmed a few weeks ago that there was no communication with the ins with both the 8840 and 3037. Agent reviewed MRI guidelines do not speak to this situation and we can't recommend MRI and reviewed concerns if it happened with that ins on.